Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 114666: 50 liners manufactured and released on 03/06/2012. Expiration date: 01/31/2017. No anomalies found related to the problem. To date, (B)(4) liners of the same lot have been already sold without any similar issue. No other cases of infection registered on the same sterilization lot of the insert. On (B)(6) 2015 it was reported that no pathogen determined and no pieces will be available. On 04/17/2015 we got the confirmation that the liner was the only component explanted.

Manufacturer narrative:
On june 17, 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report. On june 24, 2015 the report was sent to the initial reporter and the case was closed.